Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, internal inspection, battery power testiing, exhalation backup and autocal valve testing without duplicating the report. The power interface module (pim) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "5v self check failure - 1172" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.